Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of a noisy image was confirmed and found to be due to a faulty plug unit. The following additional findings were also noted: water tightness loss due to a scratch on the bending section cover, corrosion on the plug unit, slightly discolored light guide protector, and deformed scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a noisy image with the use of evis lucera elite bronchovideoscope. The issue was found during preparation for use as the device was being inspected for a bronchoscopy procedure. The patient was not under sedation and there was no delay in the procedure. A similar device was used for the intended procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the plug unit corroded and the connection became unstable, causing the suggested event. The event can be prevented by following the instructions for use: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.